Event description:
It was reported that initially a thr was performed on a patient on 2014. On (B)(6) 2018 the patient went to the hospital for treatment because of pain, and the x-ray indicated that the femoral stem was broken. Due to this issue a total hip revision surgery was performed on (B)(6) 2018 to replace the broken femoral stem, the femoral head was also replaced.

Manufacturer narrative:
The affected echelon stem and cocr femoral head were returned and evaluated. The liner, shell and screws were not returned. A lab analysis conducted during this investigation noted that the stem was found to be fractured at a distal distance of about 95 mm from the head center. Scratches were observed on the neck surface, more than likely occurred during extraction. No bone integration was observed on the proximal region and on the porous region of the collar. Fracture surface is noted on the proximal piece. The distal piece of the stem shows bone integration in the porous region. The distance from fracture surface to the end of the porous region is about 67mm on distal end of the stem, and a large gouge is noted in the porous region. The head appears have some discoloration on the articulating surface, scratches on the outer surface near the female taper. The damage observed is more than likely due to removal and/or disassembly. Scn & edx analysis performed on the devices noted carbon, calcium oxygen, sodium, and molybdenum were found on the surface, in addition to cocr. No determination of the reason for fracture could be made. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical analysis noted that the lack of proximal support and stress shielding indicated by the cortical hypertrophy could indicate micromotion which lead to a fatigue fracture of the stem. The future impact to the patient beyond the revision cannot be determined. No further investigation is warranted for this complaint; and we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
The associated complaint device was not returned. A review of the provided photos indicated that the stem fractured mid-way. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A clinical analysis indicated that based on the information provided no conclusive root cause of the implant fracture can be determined although femoral support around the stem is likely.  However, it is unclear if the patient sustained fall, cormorbities, bone quality, intermittent immobility or the patient's use of unsupervised herbal medications could have contributed to this event.  The future impact to the patient beyond the revision cannot be concluded.  No further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch. If the device or new information is received in the future, this complaint can be re-opened.  No further actions are being taken at this time.  We consider this investigation closed.